Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and the reported failure (constant c-33 error on erbe) was confirmed and replicated. During (power-on test), the (c33) error was found. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a high frequency voltage measurement value too high in on state.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting (post-anesthesia)a da vinci-assisted thoracic sympathectomy surgical procedure, the erbe showed constant c-33 and c-00 errors and restarted the erbe a few times. Even with no instruments attached the erbe was directly after start showing c-33 and elected to proceed with another iesu. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was treated conventionally. The system error was detected before the operation began and therefore it was not started robotically at all. The patient tolerated the change well. There was no patient injury. The technical support was contacted prior to the conversion/discontinuation. The procedure was completed robotically with the same generator.

Event description:
Refer to h11 for follow-up information.